Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During a replacement of an of an implantable cardioverter defibrillator (ICD), the right ventricular lead was inactivated and replaced due to decreased ventricular sensed amplitudes with no known undersensing. The patient was stable.